Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post implant, the right atrial (ra) lead exhibited a rise thresholds. It was also reported that and right ventricular (rv) lead and ra lead had become pulled back without slack. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.